Event description:
The account alleges that there are exposed wires on the side panel of the bed. The wires are not live. There was no alleged injuries reported.

Manufacturer narrative:
The technician troubleshot the bed for the fault reported and found that the left head side rail cable was damaged. The service light was on. The technician replaced the side rail cable assembly to resolve the issue.